Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella head slides off the clamp because the joint holding it in place was worn out.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "it was reported that patella head slides off clamp. The joint that holds head on was worn out." The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the overall device shows signs of heavy repeated used. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing over 25 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed with matting component returned and revealed that the sigma inset patella clamp head was unable to assemble properly. Therefore the reported complaint condition was able to replicated. The overall complaint was confirmed as the observed condition of the sigma inset patella clamp head would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code h0500 provided is not a valid finished goods lot number. Corrected: h3.